Event description:
The manufacturer received information alleging a ventilator won't power on after replacing the display. The device was not in patient use. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging a ventilator won't power on after replacing the display. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and found small amount of dirt/dust from an external source inside machine flow sensor and inside tubing. The manufacturer found display pca incorrectly seated on system pca connector. Display pca and system board pca were bowed away from each other due to misalignment causing bad connection between boards. Needs system board pca and display pca to correct issue. The manufacturer found lcd touchscreen display inoperative. Possibly due to poor contact between display pca and system pca causing damage to lcd touchscreen display. No signs of physical damage or visible malfunction to lcd touchscreen display. No visible short circuits or failed components. Lcd touchscreen display to correct issue. The keypad was installed into the trilogy evo test bed and was able to use power and alarm buttons along with the ambient light sensor. The manufacturer has determined that the front panel function as designed. The manufacturer was unable to duplicate any failure of inoperative display of the display. The manufacturer has determined that the suspected display functions as designed. The system board along with the blower motor and machine flow senor were installed into the trilogy evo test bed and was unable to duplicate the no power as seen from the service center. The manufacturer has determined that the system board functions as designed and unable to duplicate any error codes. The trilogy evo display pca, system board, display and front panel has been scrapped . The manufacturer concludes that they confirmed customer complaint and there was no errors.